Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a revision breast augmentation with a 250cc mentor smooth round moderate profile prosthesis and experienced right-sided deflation and capsular contracture (unknown grade) postoperatively. The diagnosis was confirmed by the patient¿s physician. As a result, the patient underwent unilateral removal and replacement with a 250cc mentor smooth round moderate profile prosthesis (right catalog #: 3501635, right serial #: (B)(4)) on (B)(6) 2016.

Manufacturer narrative:
On march 31, 2022, mentor became aware that the patient experienced bilateral deflation and bilateral capsular contracture; baker grade IV on the right and unknown on the left. The patient underwent left side replacement surgery on (B)(6) 2013. This supplemental medwatch report is for the patient¿s right-sided device. Left side issue is being reported separately. Manufacturer's reference number: (B)(4).